Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis which was manifested by cloudy effluent. The cause of peritonitis was not reported. It was reported that the patient was hospitalized and was treated with unspecified medication, ongoing (further details not reported) for peritonitis. At the time of this report, the patient was recovering from the event. It was reported that the pd catheter was removed and pd therapy was discontinued. No additional information could be provided as the reporter declined follow-up.